Event description:
It was reported the pt lost stimulation. He reported he stopped using the system several months ago because his pain had improved; however, his pain had become stronger and he needed to use the stimulation again. He stated his ipg is unable to establish communication with external devices and he can't recall when he last charged his ipg but thinks it has been several months. F/u identified the sjm rep confirmed the device's inability to communicate. It was reported surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Recall number - 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.